Event description:
It was reported that the patient presented for initial implant. During the procedure, the implantable cardioverter defibrillator (ICD) set screw could not be tightened. This ICD was not used, and the physician completed the procedure using a different ICD. The patient condition was stable.